Event description:
The account alleged that a pt was able to leave the bed and they fell. The nursing staff alleged the bed exit was set and did not alarm, the pt was able to get out of bed and they alleged the pt fell and was found on the floor. The nurse alleged the bed exit indicator was still on. The account alleged they were not aware of any injuries due to the fall. Ref. MFR 3006697241-2013-00173.